Event description:
Health professional reported the device was found to have an alleged "leak" when the pt's lab-band was not holding fill during an adjustment. The port was successfully removed and replaced. Follow-up findings: prior to port replacement surgery, the "port had flipped" so the sutures only, were removed and replaced with 6 new sutures at the abdominal facia. The pt would have "restriction off and on" and sometimes complain that the band "was too tight." Just before port replacement surgery the pt felt "sharp pain at the port site." No leak was suspected prior to explant surgery, but during replacement surgery the surgeon "saw the port had flipped" and there was a "crack in the port."

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of displacement as follows: caution: "care must be taken to place the access port in stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these event that were considered to be non-serious. Other adverse events considered restated to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."